Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about the battery not lasting very long and the insulin pump is alarming weak battery. Customer stated that when she got out of the shower the insulin pump alarmed. Customer had to change the battery in the pump. Customer stated that it was unusual that she had to change the battery so fast. Customer stated she received an off no power alarm. Battery in use is (B)(6) because they are cheaper; customer was instructed on the recommended battery type. Customer stated that when she received the low battery alarm, the insulin pump showed a full battery. Customer was instructed to get back in contact if the issue persists. Blood glucose value is 381 mg/dl. Nothing further reported.